Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 12-mar-2024 and forwarded to millyard advanced medical products, llc on 13-mar-2024. The patient reported she was trying to perform a cassette change, but was unable to remove the used cassette from her pump, and no one was around to assist her. The patient tried to switch to her back-up system, but was unable to pair the pump and remote, and troubleshooting was unsuccessful. No side effects were reported, but the patient was advised to go to the hospital to receive IV remodulin until replacement systems were delivered. It is unknown if the patient was hospitalized, but remunity therapy was successfully restarted. No components associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.